Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker reached explant and was scheduled for change out. Moreover, the device has been implanted for more than 9 years. Boston scientific technical services (ts) indicated that once the battery capacity depleted (bcd) reached pacing cannot be guaranteed. Additional information received indicating that the device exhibited an error message and was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10: impact code and device code. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to field b5: describe event or problem.

Event description:
It was reported that this pacemaker reached explant and was scheduled for changeout. Moreover, the device has been implanted for more than 9 years. Boston scientific technical services (ts) indicated that once the battery capacity depleted (bcd) reached pacing cannot be guaranteed. Additional information received indicating that the device exhibited an error message and was explanted. A new device was implanted. No additional adverse patient effects were reported. Based on the additional information received indicating that there was no error noted for the device. Moreover, at the time of interrogation before the generator change it was found that the device was at end of life (eol). In addition, the error code that the physician was referring to be the alert indicating that the device switched to vvi pacing due to battery at eol. Hence, this event was deemed non reportable.

Event description:
It was reported that this pacemaker reached explant and was scheduled for changeout. Moreover, the device has been implanted for more than 9 years. Boston scientific technical services (ts) indicated that once the battery capacity depleted (bcd) reached pacing cannot be guaranteed. Additional information received indicating that the device exhibited an error message and was explanted. A new device was implanted. No additional adverse patient effects were reported. Additional information indicated that there was no error noted for the device. Moreover, at the time of interrogation before the generator change it was found that the device was at end of life (eol). In addition, the error code that the physician was referring to be the alert indicating that the device switched to vvi pacing due to battery at eol.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10: impact code and device code.